Event description:
I used a medtronic paradigm mini pump and have experienced long term and frequent "mostly" high, some very low blood sugars. This has been constant and frequent matter how I've adjusted my diet. I just saw the recall notice and wonder if my pump is affected. This may explain my ongoing problems with high blood sugars. Thanks, for this info. I think all healthcare providers have given up on me. I know I've done what I could do but, this is a serious problem. My health is failing, but I won't give up on me.